Event description:
Information received indicates the bed exit would set but not alarm. The account does not use nurse call as part of the bed exit system.

Manufacturer narrative:
The technician found the piezo alarm was not sounding. He replaced the power control module to repair the bed.